Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during the sensor implant procedure (germany); the ICD lead was dislodged. Reportedly, the patient is in a good condition and did not experience any adverse event due to lead dislodgement. The sensor was successfully implanted. The patient is a clinical study patient.